Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump appears to be rebooting with no cause. The patient stated that the pump randomly chirped three times, vibrated and then gave a loss of prime warning. The patient stated that possibly the hcp was downloading the pump after the last low battery alarm, which is why a replace battery alarm did not appear. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4): review of the black box revealed data was not available for the alleged event date of (B)(4) 2012. Examination revealed no damage to the battery cap or battery compartment. The battery cap secured properly on the pump and was found to be within specification. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: black box data was not available for the alert date of (B)(4) 2012.